Event description:
The customer stated that the insulin pump gave an alarm and squirted insulin during an infusion set change. The customer stated that she had dropped the insulin pump previously, and put tape over it. Troubleshooting was performed. Found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with broken off end cap and drive support disk was protruded/loose. Unable to perform the prime test and displacement test due to broken end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.